Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an abnormal noise occurred from the cassette during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact.

Event description:
Upon the receipt and review of the additional information, it was confirmed that the abnormal noise was not referring to occlusion problem.

Manufacturer narrative:
Corrected information provided in b.2., b.5, h.11. Upon the receipt and review of the additional information, it has been confirmed that the abnormal noise was not referring to occlusion. This issue was not considered as a reportable malfunction, and recurrence is considered unlikely to result in serious injury. No further reports will be submitted under the manufacturer report number. The manufacturer internal reference number is: (B)(4).